Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply and systems interface pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service. Reseated system interface pcb.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.